Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure, a versacross connect for faradrive was selected for use. During transeptal puncture (tsp), the versacross wire kept sliding posterior. The physician repositioned a few times and then decided to use a posterior stick. The physician was unable to advance the sheath so pulled the wire back to reposition and go tsp again. During the repositioning, the scrub tech pushed the foot pedal for radio frequency delivery for transseptal. It was unconfirmed where the wire was positioned at this time. Bubbles were noted in the left atrium (la) and the wire was advanced into the la. Intracardiac echocardiography (ice) catheter was advanced to the la and then the faradrive sheath. The physician felt it was too tight to move the sheath so the ice catheter was removed from the la and positioned in the right atrium. The farawave catheter was then advanced to the la. The catheter was opened to basket but it had a spline inversion. The catheter marker was not out of the sheath and the splines were close to sheath. The catheter was removed to fix the inversion. The anesthesiologist checked the blood pressure. An effusion was noted on ice. The effusion was growing larger so it decided to do a pericardiocentesis. The patient was stable after 460 ml of blood was removed from the pericardium. The procedure was aborted and the patient was taken to intensive care unit (ICU), and was released from the hospital a few days after. No ablation was performed. The device is not expected to be returned for analysis (disposed). The activated clotting time (act) was 354 during transseptal. In physician's opinion, it was a tough transeptal puncture due to patient anatomy. There were no applications with the farawave catheter. There was difficulty visualizing the anatomy, tenting was noted on septum but the catheter kept slipping posterior. The anatomy of the septum was noted to be longer than the normal septum. The physician had trouble advancing the dilator and sheath to the la so he pulled both back to ra and repositioned again. During that reposition the lab staff came on the baylis when physician was not ready for him to. It was unclear where his wire was at that time. He repositioned again and came on baylis a third time and this time advanced the wire. Wire was seen in la. The sheath was advanced to the la and the farawave was advanced to the la. The physician struggled with positioning the farawave catheter on the left veins so he went to the right veins. He had a spline inversion and removed the farawave catheter to fix it. Blood pressure was noted to be lower per anesthesia. Ice was used and confirmed to have an effusion. After a little bit of time to watch the effusion, it was noted to get larger so a pericardiocentesis was performed. Patient was stable and transferred to the ICU. No malfunction on the versacross devices were noted or contributed to the effusion.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.